Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height of the lead was measured within specification. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with extra cardiac stimulation noted on the patient's left ventricular lead. Since the issue could not be programmed around, so the lead was surgically repositioned on (B)(6) 2025. No adverse patient consequences were reported.